Event description:
It was reported that the user, who had not yet completed formal pump training, observed elevated blood glucose after eating sugar gummies shortly after starting the ilet and expressed concern that the pump was not delivering insulin; customer support reviewed device algorithm indicators and advised that insulin delivery was occurring and that the system would correct. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency care, and no device alerts or alarms. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction and user behavior consistent with postprandial hyperglycemia following carbohydrate intake without confirmed training. It was concluded that the event was not device related and that the device performed as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.